Manufacturer narrative:
(B)(4). Date sent: 5/4/2021. D4: batch # u5e40c. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with articulation joint without apparent damaged and with a 6r45b cartridge loaded in the device. The reload was received fully fired. The device was noted completed and in good condition. The device was tested for functionality in the articulated position with a test reload and it fired, cut without any difficulties. The staple line and the cut line were complete and the staples meet the staple form release criteria as part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the instrument can only achieve a maximum articulation angle of 45º. When using body structures or organs as a grounding surface, particular attention should be placed to the visual cues and tactile feedback received from the instrument. When the maximum angle is reached, the force will increase indicating the maximum angle has been reached. To articulate the instrument, turn the articulating lever until it comes to a stop in either direction. Caution: attempting to force the articulating lever beyond its stop in either direction will result in instrument damage. To rotate the instrument, turn the rotating knob by applying pressure in a clockwise or counter clockwise direction. The instrument shaft will rotate freely in either direction. The event could not be confirmed as the device performed without any difficulties noted and no missing components were noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Doctor stated that articulating the stapler was very hard. During firing process, plastic part from articulation joint broke off and fell into the patient. Doctor was able to retrieve it from the abdomen. Rep discussed with doctor if he might have articulated with closed jaws. Might have caused the plastic of the articulation joint to break off and would explain why articulation was so tough. Explained that doctor should only articulate with open jaws. Attempts are being made to retrieve the device. To date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an appendectomy procedure, the plastic covering of the articulation joint of the ats45 broke and fell into patient. Surgeon was able to recover plastic piece. Even thought there was a delay to procedure (length of delay unknown), surgery was successfully completed. There was no patient consequence.